Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon said that the device had no issue during the case however, three-four hours post sleeve gastrectomy, the patient had bleeding of 250 cc to 500 cc that needed three units of blood transfusion.